Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain/ lower pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain. Concomitant products included paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: chronic, abdominal pain"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, weight increased, headache, migraine and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2013(pfs). The patient did not have her essure removed, however, is currently planning removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Imaging procedure - on (B)(6) 013: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Ultrasound pelvis - on (B)(6) 2021 0 2021: the uterus is prominent and shows multiple myometrial masses measuring up to 3.9 cm in size. These are most consistent with uterine fibroids.essure devices are evident in both cornua areas.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain/ lower pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain. Concomitant products included paracetamol (tylenol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("pain: chronic, abdominal pain"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, heavy menstrual bleeding, vaginal haemorrhage, weight increased, headache, migraine and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2013(pfs). The patient did not have her essure removed, however, is currently planning removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Ultrasound pelvis - on (B)(6) 2021: the uterus is prominent and shows multiple myometrial masses measuring up to 3.9 cm in size. These are most consistent with uterine fibroids. Essure devices are evident in both cornua areas.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event chronic pelvic pain/ pain/ lower pelvic pain made medically significant and intervention required due to surgery" reporter, medical history and essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.